Event description:
It was reported that the patient has no longer been able to hear anything for the past few days. There has been no report of an accident or other incident. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.